Manufacturer narrative:
B3 event date is an approximate date as the actual event date is not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged on dual antiplatelet therapy (dapt). During a routine 45 day follow up a non-mobile device related thrombus (drt) was noted on the face of the closure device, the thrombus was biased toward the limbus. The physician plan is to place the patient on oral anticoagulation (oac) and aspirin. The patient is expected to fully recover.